Manufacturer narrative:
H6: investigation summary customer reported tubing fell apart and returned the affected sample. The affected sample clearly separated at the outlet of the lower pump fitment, and the complaint was verified. Dimensional analysis showed that the blue clip and tubing were within tolerance. Analysis using the microscope was done to check for traces of solvent, and insufficient traces were found. The blue clip was analyzed along the whole inner tube, and just a snapshot was shown as it takes focusing in and out to see the whole tube. A device history review was conducted for lot number 20063262. The root cause is determined to be insufficient solvent. A trend for the separation at lower pump fitment has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the alaris disposable set device and prevent future occurrences of this type CAPA 1432807. As part of the action plan, changes to the quality training and "blue key" procedure are in the process of being implemented.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage. The following information was provided by the initial reporter: complaint 1 of 4 material #: 2420-0500 batch/ lot #: 20063262 date of incident: (B)(6) 2020. Leakage (y/n): y. I¿ve been getting a bunch of complaints about malfunctioning tubing. I have 4 of them at my desk at the moment. They either leaked or fell apart. 2420-0500 tubing. Nothing touched a patient, some of them have fluids in them.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced leakage. The following information was provided by the initial reporter: complaint 1 of 4: material #: 2420-0500, batch/ lot #: 20063262. Date of incident: (B)(6) 2020. Leakage (y/n): y. Ive been getting a bunch of complaints about malfunctioning tubing. I have 4 of them at my desk at the moment. They either leaked or fell apart. 2420-0500 tubing. Nothing touched a patient, some of them have fluids in them.